Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt, and it had alarmed motor error the week prior. The blood glucose reading was 58 mg/dl, which was treated with glucose tablets. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Troubleshooting for low blood glucose was declined. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.